Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette was not locking error. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Functional test to include a manufacture utility test was performed. Non-destructive analysis of the returned pump could not be performed due to the device was unable to lock. Error code for cassette unlatched and removed was found in the device event history log. Results: the customer reported problem was duplicated during the investigation. The device failed to recognize the latch lock being locked. Traces of the latch lock flex were found to be severed. The traces were inserted too deep into the board and securely pinched in place causing the tracer to be severed. Root cause for the reported event would be attributed to a damaged latch lock flex with manufacturing assembly error origins. The latch lock flex would need to be replaced. Reviewed the device history record DHR for the job which included the reported pump serial number. There was no indication of any issues with this pump during manufacturing. An email was sent to manufacturing to review the issue with their team., corrected data: d4: correction: model number: 2120.